Manufacturer narrative:
Investigation- evaluation: it was reported the 'cook bakri postpartum balloon with rapid instillation components' leaked from the catheter during treatment of postpartum hemorrhage [pph] due to uterine atony after a vaginal delivery. Prior to placement of the balloon, the post postpartum hemorrhage was attempted to be controlled with hemostatic drugs and patch sutures. The patient lost 450 ml of blood before use of the cook bakri postpartum balloon with rapid instillation components. The device was not tested prior to use. After the balloon was paced into the uterine cavity the balloon was injected with 250ml of water. The balloon did not hold tension and there was light red blood flowing out of the drainage tube. The device was removed, it was found there was water leakage from the catheter near the valve end. The patient lost 150 ml of blood after the device failure, totaling 600 ml. The device was replaced with another new device to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. The patient did not receive a blood transfusion. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures were conducted during the investigation. Functional tests and visual inspection of the returned complaint device was also conducted. The device was returned for investigation and the device was function tested;leakage was confirmed at the hub, indicating lumen communication. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for lot. A complaint history database search showed two other related complaints associated with the failure mode for the complaint device lot. Due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that these events are an indication of device issue within the entire lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: the product IFU, t_j-sos_rev4 ¿bakri postpartum balloon: - "how supplied: upon removal from the package, inspect the product to ensure no damage has occurred." Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the cook bakri postpartum balloon with rapid instillation components leaked from the catheter during treatment of postpartum hemorrhage [pph] due to uterine atony after a vaginal delivery. Prior to placement of the balloon, the post postpartum hemorrhage was attempted to be controlled with hemostatic drugs and patch sutures. The patient lost 450 ml of blood before use of the cook bakri postpartum balloon with rapid instillation components. The device was not tested prior to use. After the balloon was paced into the uterine cavity the balloon was injected with 250ml of water. The balloon did not hold tension and there was light red blood flowing out of the drainage tube. The device was removed, it was found there was water leakage from the catheter near the valve end. The patient lost 150 ml of blood after the device failure, totaling 600 ml. The device was replaced with another new device to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. The patient did not receive a blood transfusion.